Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The indication for implantation of transvaginal mesh in this patient is pelvic relaxation, stress urinary incontinence, rectocele, enterocele, uterine descensus, vault prolapse, cystocele. The postoperative complications that this patient developed following transvaginal placement of surgical mesh in 2006: underwent laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy, vaginal repair of enterocele, vaginal repair of rectocele, bilateral sacrospinous ligament fixation using avaulta technique, proctoplasty, vaginal sling using prolene mesh, cystoscopy for pelvic relaxation, stress urinary incontinence, rectocele, enterocele, uterine descensus, vault prolapse, cystocele under general endotracheal anesthesia. Complications post implant surgery: 2006: the pathology revealed only normal tissue. The vaginal vault was well-supported. In 2007: mild vaginal dryness and is also going to try some vagifem. In 2008: in-office mesh trimming: she is not having any complaints with urination. Patient did have a small amount of erosion posteriorly. We were able to trim that without any difficult in the office. In 2008: recheck of her erosion. The area is completely healed now. The area has excellent support. She reports that most of her symptoms of pelvic pressure have resolved. Watch her conservatively. In 2008: she has no real gynecological complaints. There was not any evidence of any graft erosion. She had excellent support. In 2009: she has become sexually active again, her husband has noted an area of roughness in the posterior vagina. There is one small area of graft erosion right of mid line posteriorly and very far into deep vagina. In 2009: planned for excision of graft material. Mesh revision surgery: underwent excision of graft material for posterior graft erosion/ avaulta under general endotracheal anesthesia. After mesh revision the patient developed the following complications but did not undergo any additional surgery. Between 2009 ¿ 2011: patient still have a small area of suture material left. She had good vaginal wall support without any evidence of current graft erosion. I have encouraged her to at least use some vagifem twice a week to keep the vagina pliable. However, her vagina was very dry and atrophic. I think that she would benefit from some vaginal estrogen. She currently on estrace 0.5 mg tablets daily. She is still complaining of some vaginal dryness but do not have any further evidence of graft erosion.